Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros tropi es results were obtained from multiple samples processed using the vitros 5600 integrated system. Based on historical vitros tropi es quality control data, a reagent issue has been ruled out as a contributing factor to this event. However, the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent lot 3680 cannot be completely ruled out as a potential contributing factor to the event. Pre-analytical sample processing could not be ruled out as a potential contributing factor, as it is unknown if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The assignable cause was concluded to be analyzer related, as a within-run tropi es precision test was outside of ortho guidelines, indicating the vitros 5600 system was not performing as intended. An ortho fe performed service actions to the microwell incubator, signal reagent, reagent metering and well wash subsystems and performed all appropriate adjustments. The fe noted that he found a cleaning wipe stuck to the incubator inner ring evaporation cover that likely contributed to performance issues observed. The post service precision was acceptable indicating service actions have returned to the analyzer to expected performance.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible and higher than expected troponin I results obtained from multiple patient samples processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Sample 1 = 0.077 versus expected 0.014 ng/ml. Sample 2 = 0.080 versus expected 0.019 ng/ml. Sample 3 = 0.138 versus expected <0.012 ng/ml. Sample 4 = 0.266 versus expected <0.012 ng/ml. Sample 5 = 0.294 versus expected <0.012 ng/ml. Sample 6 = 0.138 versus expected <0.012 ng/ml. Sample 7 = 0.152 versus expected 0.020 ng/ml. Sample 8 = 0.152 versus expected <0.012 ng/ml. Sample 9 = 0.137 versus expected <0.012 ng/ml. Sample 10 = 0.222 versus expected <0.012 ng/ml. Sample 11 = 0.059 versus expected <0.012 ng/ml. Sample 12 = 0.174 versus expected <0.012 ng/ml. Sample 13 = 0.122 versus expected <0.012 ng/ml. Sample 14 = 0.103 versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros troponin I es results were reported from the laboratory. However, the laboratory performed repeat tropi es testing on an alternate vitros analyzer and issued corrected reports for all 14 patient samples. The lab director indicated that a few of the patients were admitted to the hospital but it was confirmed that no treatment was started, stopped or altered due to the initial vitros tropi es test results. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).